Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed the ECG fall off test. Upon evaluation, the cable connecting ECG c and d was pulled from strain relief and the blue (+5v), red (-5v), and brown (lead 1-) wires were broken inside the distribution node (dn). The cause of the failure was the broken wires. No adverse event resulted from the damaged belt.